Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead had to deliver four shocks to terminate a patient's tachycardia episode. The patient presented for defibrillation threshold (dft) testing. During dft testing, the rv lead delivered shocks that failed to convert the patient's ventricular fibrillation, and external defibrillation was used to convert the rhythm. The lead was capped on (B)(6) 2023, and a new lead was implanted. The patient condition was in stable condition.